Manufacturer narrative:
The device was not returned for investigation. The root cause of delivery issue is determined to be patient condition because the pump was unable to pass beyond innominate artery because of patient anatomy and insertion was aborted. The device with passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 was attempted using a right axillary approach. After multiple attempts, that device implant was aborted. No patient harm was reported.